Event description:
(B)(6) 2023 hcp reported that a cannula broke inside the patient during a medical procedure. According to the hcp, the needle broke at the base with the orange luer lock connector still intact in the syringe while being retracted, causing pain and discomfort to the patient. The removal of the broken needle required a visit to the ER to have a vascular specialist remove it safely. (B)(6) 2023 after consecutive attempts to gather information, hcp confirmed the patient did not need hospitalization and was recovering well. Antibiotics and pain medication were prescribed to the patient. The hcp also informed that the patient refused a follow-up visit.